Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on vacation and experienced frequent low voltage hazard/power cable disconnected alarms despite proper batteries. They exchanged battery and system controller but the alarms appeared again under battery support. The patient went to the next heartmate 3 center in regensburg. The perfusionist noticed no light on running on the system controller but the pump was working. The system controller was exchanged by the perfusionist and additional new battery clips were used, and there were no further alarms since. It was further reported that after the issue from on (B)(6) 2025, the patient called vad-coordination at (B)(6) school regarding more or less the same frequent alarms as before with the new controller (B)(6). Today they came in for log file download and the data shows intermittent and spontaneous variations in rsoc voltages on both cables although the patient mentioned less alarms since on (B)(6). The cable voltages on both system controller cables were showing also a variation from normal to complete different values (e.g. 11,1, 8,1 etc.) Which are not expected when batteries are connected. Everything was tested again: different batteries in the clips, test clips, if a loosened contact between batteries and clip was present, several times of dis- and reconnecting the backup battery (ebb), self test of the system controller but nothing solved the issue. According to the log file data which showed us all these fluctuations of the cable and rsoc voltages, another system controller exchange was performed. Another log file follow up after one hour showed no further anomalies and the patient was discharged again and will visit the outpatient clinic again in one week.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of frequent low voltage hazard and power cable disconnect alarms was confirmed via log file analysis. Event log files, extracted from (B)(6), were reviewed and from 30jun2025 at 13:00:28 to 01jul2025 at 08:23:45, while connected to batteries, intermittent low power advisory, low power hazard, and power cable disconnect alarms activated due to relative state of charge (rsoc) voltage fluctuations and rsoc invalid faults associated with the black or white power cables being outside the expected voltage range. Pump operation was not affected. The heartmate 3 system controller (serial number (B)(6) was returned for analysis in unremarkable condition. The controller underwent functional testing and passed without issue. No low voltage or power cable disconnect alarms were reproduced throughout testing of the controller. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect and low voltage alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, address how to properly use the 14v battery clip and 14v battery. Heartmate 3 patient handbook, section 6 "caring for the equipment", describes how to care for and clean all equipment, including the system controller, 14v battery, and 14v battery clip. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.